Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) was found popped and leaking during device preparation. The device was not used in a patient. There was no reported patient injury. The device is currently being held for review by the facility's risk management team. The user is trained and has used the device successfully. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2528203 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. Based on the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the handling of the device contributed to the reported event. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) was found popped and leaking during device preparation. The device was not used in a patient. There was no reported patient injury. The device is currently being held for review by the facility's risk management team. The user is trained and has used the device successfully. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device is expected be returned for evaluation once site completes their investigation.